Manufacturer narrative:
The field service engineer (fse) replaced the data acquisition to motor controller cable. After the repair was completed, the customer retested the unit and the reported problem has not occurred. The unit passed all testing. Patient information was requested, but no response received.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with o2 device failed error. The customer reported that the unit was in use on patient , but there was no patient harm reported.